Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was "misshapened," and the pump was unable to charge without the usb cable being maneuvered in the usb port. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.